Event description:
It has been reported to philips that system was given low image disk error. No harm has been reported. Philips has started an investigation of this complaint. A philips engineer inspected the system remotely and identified a low image disk error. The ippc frontal os disk and hard disk was replaced and the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was unable to perform fluoroscopy due to the low memory space. The error ''exposure not possible. Image disk full'' was displayed to the user. The system was not in clinical use at the time the event occurred. After restarting the system and deleting some patient data from the archives, the following planned diagnosis procedure was completed without delay. A philips service engineer inspected the system onsite, analyzed the log file and confirmed the issue. The log file showed image disk bay issues with the image processing pc (ip-pc). As part of the troubleshooting process, the board software was downloaded on the system, then the image disk, os disk, image processing pc were replaced, and the image disks were recreated. The system was returned to use in good working order. Codes were updated based on the investigation outcome. Health impact code corrected.